Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia it was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The event occured on the day one of use and the infusion set was in use for one day. The insertion site was at lower back. The blood glucose level was 400 mg/dl and the patient was treated with pen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.